Manufacturer narrative:
A visual examination of the returned device found that the device does not appear to have been used prior to being returned. The push catheter was bent distal to the hub and the guide catheter pull wire was also bent. Following a device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the introducer was bent. Based on the complaint details and since there was no pt contact with this device, it is possible that the guide and push catheter were bent during shipment or preparation. The most probable root cause for this complaint is handling. A review of the mfg documentation found no anomalies or deviations during the MFR of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. (B)(4).

Event description:
It was initially reported to boston scientific corp on (B)(6), 2009, that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2009 (pt over 18 years). According to the complainant, during preparation, prior to inserting the device into the scope and after opening the package, it was noticed that the green outer catheter was bent/kinked near the luer lock, flow switch and molded handle (distal to the stent and pt, proximal to the physician). The physician pulled the handle to try and retract the inner catheter. It could not be retracted. The device was not used, as this issue would prevent stent deployment. The procedure was completed with another rapid exchange biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the preliminary investigation results; guide/pullwire bent.